Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose levels. The customer's blood glucose level was 500 mg/dl at the time of the incident. Customer treated the high blood glucose levels with a bolus. Customer did not mention any symptoms. It was unknown if auto mode was active during the event. The customer also stated that he noticed a large bubble in the infusion set. Customer declined to continue troubleshooting for the high blood glucose levels and air bubble incidents. The insulin pump will not be returned for analysis.